Event description:
It was reported that in preparation for a carotid artery stenting procedure, a catheter perforation occurred. Following flushing of the carotid wallstent monorail delivery system per the directions for use, the filterwire was inserted into the delivery system. However, instead of exiting at the monorail hole, the filterwire perforated the delivery system shaft. The procedure was successfully completed with the same filterwire and another carotid wallstent monorail delivery system.